Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 192 mg/dl and 94 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).